Manufacturer narrative:
Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received knee-tep right side in 2008. Revision of inlay and tibial plateau because of loosening on (B)(6) 2009. As a side effect some wear was seen on the pe-inlay. Doi: 2008; dor: (B)(6) 2009; right knee.